Event description:
As reported by the user facility: it was reported that the streamline tubing is breaking or leaking just above the arterial bulb. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One sample was provided for evaluation. The sample was visually evaluated, and it was noted that the sample was unused, and the arterial pod bonded joints were still attached to the sample. The sample was attached to the pull tester and both joints of the pod reached an excess of 5lbs of pull force. Based on the evaluation results, the reported defect of detachment was not confirmed a review of manufacturing records was performed and indicated that there were no quality issues during the manufacturing of this lot related to the reported issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.